Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump was not communicating with the transmitter. The customer¿s blood glucose level was 300 mmol/l and last blood glucose level was 140 mg/dl. The customer was assisted with troubleshooting. Customer was experienced high blood glucose level and was treated with bolus. The insulin pump will be returned or not was unknown.